Manufacturer narrative:
Alleged failure: black vertical line down middle. Confirmed failure: ccu-r-ocf optical isolation cable failure. Probable root cause: cables, hdmi cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board. Intermittence between transition board and ch connector: software, camera head , coupler , problem toggling light source, connected monitors, leaking, poor grounding. No/incorrect communication with light source, soaking cap disconnection during sterilization, electromagnetic interference from rf communication, hf surgical instruments, esd, or power surge, cybersecurity attack, pendulum ch inertial measurement unit, incident light from surgical scene is reflected by coupler/ch window use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was partial image loss.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was partial image loss.